Manufacturer narrative:
Updated blocks: b5 and h6. The reported complaint was not verifiable since the product was not returned for evaluation or testing. Multiple diligence attempts for part return were unsuccessful. Review of manufacturing records revealed no related issues. As no photo of the issue was provided and no sample was returned, the reported complaint could not be verified. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: this complaint involved a one-way valve positioned in the vent line tubing of a perfusion pack that leaked during bypass. The valve was replaced with a straight connector. There was no harm to the patient.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), there was a leaking one-way valve. As mitigation, the valve was cut out during bypass. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.